Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 24, 2021 that a flexiva 200 tractip laser fiber was used in a ureteroscopy with holmium and holmium laser lithotripsy procedure for the stone in the kidney performed on (B)(6) 2021. The laser unit used was a lumenis 100 watt laser console with the laser settings of 0.8 joules and 8 hertz on the left and 1.50 joules and 240 hertz on the right. During the procedure, the physician noticed that the laser fiber was not working properly. The nurse reached and tightened the fiber connector because they thought it wasn't connected properly. However, the connector was extremely hot that she sustained a first degree burn on her index and thumb finger of her left hand. The nurse's burn was treated with an ice compress. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.